Manufacturer narrative:
(B)(4).

Event description:
The device depleted about two months earlier than expected based on a longevity measurement performed on (B)(6) 2017. The device was replaced. The patient was well.